Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon pinhole occurred. The 99% stenosed lesion being treated was located in the moderately tortuous left circumflex artery. The physician advanced a 15 mm x 3.00 mm nc quantum apex mr balloon catheter in the target lesion, however the balloon did not inflate. The device was successfully removed and a pinhole was noted. The procedure was completed with a different device. No complications were reported and the patient's status is stable.